Event description:
A patient reported experiencing inaccurate low results with a otb meter. The patient's blood glucose results were 42, 151 mg/dl. Tests were done within 10 minutes with a difference of 97 mg/dl. Patient did not experience any adverse events. No further information has been reported.